Event description:
It was reported that the surgeon implanted the device without bone cement believing it to be a porous device. Patient has been made aware of the situation and has decided not to have a revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.